Event description:
Healthcare professional reported that 4 days after injection with one syringe of juvederm voluma xc in the "malar areas," and concomitantly with 4 syringes of juvederm ultra xc in the marionette lines and lower face, the patient presented with some mild edema. Approximately 2 weeks after symptom presentation, the patient was treated with antibiotics for an infection that had developed in the malar areas. A culture came back negative, but the healthcare professional stressed "there was definitely an infection. The patient had already been on antibiotics at the time of the culture." The symptoms resolved after "a few weeks" on antibiotics, but returned when the antibiotics were discontinued. The patient was then given a medrol dosepak. The healthcare professional stated they feel the juvederm ultra xc did not contribute to the events, as the symptoms were localized to the malar area, which was "a good deal away" from the injection sites of the juvederm ultra xc. Symptoms resolved 5 weeks after initial treatment.

Manufacturer narrative:
(B)(4). Further investigation from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.